Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred before use with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "this morning when I was taking insulin I came across a totally non-standard bd syringe. Numbering erased, different tone cap and an extremely large and strange needle. Additional information: it was noticed a syringe different than the others. The graduation scale was partially erased, the protection orange cap was like discolored (with a color different than others) and the needle was thicker and longer. Extremely out of the default."

Manufacturer narrative:
Investigation summary: customer returned one (1) loose bd insulin syringe, and an opened and empty polybag for 30g x 6mm, 0.3ml syringes from lot 4349701. It was reported that the consumer noticed a syringe different than the others; the graduation scale was partially erased, the protection orange cap was like discolored (with a color different than others) and the needle was thicker and longer. The returned sample was examined, and it was observed that it was a 29g x 12.7mm, 0.3ml bd insulin syringe, however, no evidence of manufacturing defects regarding a mixed product issue could be confirmed due to the sample and polybag being returned after use (unsealed). As for the returned sample itself: it was observed that the ink on the scale was fading, and the cannula shield slightly discolored. A review of the device history record was completed for batch# 4349701. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (cannula shield discolored and scale marking light) -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula dimension) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: "on 3rd sep 2019, holdrege received (1) loose, 0.3 ml 30 g x 6mm bd insulin syringe from batch 4349701 b. All samples were decontaminated per (B)(4) prior to being evaluated. A visual evaluation of the (1) syringe returned from the customer appeared to have off colored shield. Process: 1.the mold press receives resin into the hopper, the resin is then fed into barrel via rotation of the reciprocating screw. 2.the resin is melted and pushed into the mold along with the color concentrate. 3.the mold profiles the melted resin into a shape. 4.the resin is cooled, then mold opens and ejects the molded part. Root-cause: reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. A visual evaluation of the (1) syringe returned from the customer had missing print/faded print scale print. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. There were no notifications or log book entries during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that scale marking error occurred before use with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "this morning when I was taking insulin I came across a totally non-standard bd syringe. Numbering erased, different tone cap and an extremely large and strange needle. Additional information: it was noticed a syringe different than the others. The graduation scale was partially erased, the protection orange cap was like discolored (with a collor different than others) and the needle was thicker and longer. Extremally out of the default."